Event description:
It was reported that during use of bd onclarity¿ hpv assay reagent pack for bd cor, a false negative hpv patient result was obtained twice. The sample was analyzed with allplex hpv28 detection, panel a (seegene) which detected hpv 68. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: bd initiated an investigation regarding customer concern for the false negative results in the complaints (B)(4) which required review of the customer complaint history, review of the bhr records, review of the customer provided run files, and retain testing of the available hpv onclarity reagents. In (B)(4), the customer observed that a patient sample was positive for hpv targets p2 and hpv 52 for both runs, but the p3 target was negative for both runs. Analysis of the run files and curves provided by the customer demonstrated weak amplification for the p3 target that was not crossing the threshold to be called positive. In (B)(4), the customer observed that the fluorescence for the p3 targets for the sample was low leading customer concern for the sample result. For (B)(4), the customer observed late amplification for hpv 45 in both runs on the cor, as well as unusual and variable values for the hbb targets in the first run, but the repeat run provided less doubtful results. In these cases of false negative results, the system employed an automated quality control check, determining that the signals from weak amplification did not adequately meet the criteria of an amplified reaction to result in a positive call. The purpose of this quality check in the algorithm is to prevent false positive results from being reported to the clinician and patients. Furthermore, retain testing of the hpv reagents, which included the extraction tray, reagent trough, and the pcr plates did not demonstrate any discrepancies or abnormalities.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of bd onclarity¿ hpv assay reagent pack for bd cor, a false negative hpv patient result was obtained twice. The sample was analyzed with allplex hpv28 detection, panel a (seegene) which detected hpv 68. There was no report of patient impact.